Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / localised pain') in a female patient who had essure (batch no. 925782) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic symptoms"), abdominal distension ("bloating"), feeling abnormal ("brain fog"), amnesia ("memory loss"), dyspareunia ("dyspareunia"), headache ("headaches"), genital haemorrhage ("heavy / abnormal bleeding"), mental disorder ("psychological / psychiatric problems") and urinary tract disorder ("urinary / bladder problems"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, hypersensitivity, abdominal distension, feeling abnormal, amnesia, dyspareunia, headache, genital haemorrhage, mental disorder and urinary tract disorder had resolved. The reporter considered abdominal distension, amnesia, dyspareunia, feeling abnormal, genital haemorrhage, headache, hypersensitivity, mental disorder, pelvic pain and urinary tract disorder to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 15-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain / localised pain") in an adult female patient who had essure inserted (lot no. 925782). Additional non-serious events are detailed below. The patient had a medical history of abdominal pain, headache and irregular periods. Concurrent conditions were listed as heavy periods and abdominal pain. The only concomitant product mentioned was mirena (levonorgestrel). On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), hypersensitivity ("allergic symptoms"), abdominal distension ("bloating"), brain fog ("brain fog"), amnesia ("memory loss"), dyspareunia ("dyspareunia"), headache ("headaches"), genital haemorrhage ("heavy / abnormal bleeding"), mental disorder ("psychological / psychiatric problems"), urinary tract disorder ("urinary / bladder problems"), constipation ("constipation"), stress urinary incontinence ("urinary and stress incontinence"), migraine ("migraines"), fatigue ("fatigue"), abdominal pain lower ("abdominal pain lower"), back pain ("back pain"), vaginal discharge ("vaginal discharge"), heavy menstrual bleeding ("heavy periods") and rectal haemorrhage ("rectal bleeding") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (salpingectomy , together with diagnostic laparoscopy, right ovarian cystectomy). At the time of the report, the pelvic pain, hypersensitivity, abdominal distension, brain fog, amnesia, dyspareunia, headache, genital haemorrhage, mental disorder and urinary tract disorder had resolved. The outcomes for constipation, stress urinary incontinence, migraine, fatigue, abdominal pain lower, back pain, vaginal discharge, heavy menstrual bleeding, rectal haemorrhage and uterine leiomyoma were unknown. The reporter considered abdominal distension, abdominal pain lower, amnesia, back pain, brain fog, constipation, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, mental disorder, migraine, pelvic pain, rectal haemorrhage, stress urinary incontinence, urinary tract disorder, uterine leiomyoma and vaginal discharge to be related to essure administration. The reporter commented: insertion details: the procedure was straightforward. However, the coil placement on side was suboptimal in terms of four coils being seen in the uterine cavity rather than three. Therefore, I have advised her to continue with her progesterone only pill until she has a hsg in three months and I will write to her with the results. Removal date also reported as (B)(6) 2019. Removal details: diagnostic laparoscopy bilateral salpingectomy removal of essure devices. Unilateral ovarian cystectomy and exchange of mirena. Intraoperative finding reveal normal external genitalia, vaginal mucosa and cervix both the tubes appeared normal as well as left ovary. There was 4 cm hemorrhagic cyst on right ovary otherwise rest pelvis and upper abdomen appear unremarkable. Uncomplicated procedure was performed patient was discharge home on the same day with the advice to have the mirena ius thread checked in 6 weeks¿ time on (B)(6) 2013 essure confirmation test done. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: essure devices noted. No leakage of contrast from fallopian tubes observed. Apparently successful occlusion [ultrasound pelvis] on (B)(6) 2019: iucd sitted correctly within the endometrial cavity; on (B)(6) 2021: clinical details: left sided pelvic pain pmh fibroids and ovarian cysts has mirena in situ iucd sitted correctly within the endometrial cavity [x-ray] on (B)(6) 2013: she is effectively sterilized therefore can discontinue current contraception concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-dec-2023: medical record received. Constipation, urinary and stress incontinence, migraines, fatigue, abdominal pain, back pain, vaginal discharge, rectal bleeding, uterine fibroids added. Medical history , lab data, concomitant condition & reporter information updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / localised pain') in an adult female patient who had essure (batch no. 925782) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included levonorgestrel (mirena). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic symptoms"), abdominal distension ("bloating"), feeling abnormal ("brain fog"), amnesia ("memory loss"), dyspareunia ("dyspareunia"), headache ("headaches"), genital haemorrhage ("heavy / abnormal bleeding"), mental disorder ("psychological / psychiatric problems") and urinary tract disorder ("urinary / bladder problems"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, hypersensitivity, abdominal distension, feeling abnormal, amnesia, dyspareunia, headache, genital haemorrhage, mental disorder and urinary tract disorder had resolved. The reporter considered abdominal distension, amnesia, dyspareunia, feeling abnormal, genital haemorrhage, headache, hypersensitivity, mental disorder, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: insertion details: the procedure was straightforward. However, the coil placement on side was suboptimal in terms of four coils being seen in the uterine cavity rather than three. Therefore, I have advised her to continue with her progesterone only pill until she has a hsg in three months and I will write to her with the results. Removal date also reported as (B)(6) 2019. Removal details: diagnostic laparoscopy bilateral salpingectomy removal of essure devices. Unilateral ovarian cystectomy and exchange of mirena. Intraoperative finding reveal normal external genitalia, vaginal mucosa and cervix both the tubes appeared normal as well as left ovary. There was 4 cm hemorrhagic cyst on right ovary otherwise rest pelvis and upper abdomen appear unremarkable. Uncomplicated procedure was performed patient was discharge home on the same day with the advice to have the mirena ius thread checked in 6 weeks¿ time. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure devices noted. No leakage of contrast from fallopian tubes observed. Apparently successful occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-mar-2021: medical records received - reporters, date of birth and lab data added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / localised pain') in a female patient who had essure (batch no. 925782) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic symptoms"), abdominal distension ("bloating"), feeling abnormal ("brain fog"), amnesia ("memory loss"), dyspareunia ("dyspareunia"), headache ("headaches"), genital haemorrhage ("heavy / abnormal bleeding"), mental disorder ("psychological / psychiatric problems") and urinary tract disorder ("urinary / bladder problems"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, hypersensitivity, abdominal distension, feeling abnormal, amnesia, dyspareunia, headache, genital haemorrhage, mental disorder and urinary tract disorder had resolved. The reporter considered abdominal distension, amnesia, dyspareunia, feeling abnormal, genital haemorrhage, headache, hypersensitivity, mental disorder, pelvic pain and urinary tract disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: patient initials updated. Insertion date, removal date, lot number (925782) and events allergy symptoms, bloating, brain fog, memory loss, dyspareunia, headaches, heavy / abnormal bleeding, psychological /psychiatric problems and urinary / bladder problems added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.